Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to have been discarded.

Event description:
It was reported that during a right rotator cuff repair procedure, as the surgeon was trying to pass suture through the subscapular area, the multifire scorpion needle (lot: 10050979) ((B)(4)) hit the humeral head and the needle snapped off and floated to the back of the joint. The surgeon flushed the area and used suction from the shaver but still could not see the broken needle. It is not confirmed whether or not the needle tip is till inside of the patient. A new multifire scorpion needle was opened to complete the passing of the suture, however the needle kept getting stuck in the shaft of the multifire scorpion (lot: 73277) ((B)(4)). The case was able to be completed without further incident. Slight delay in case; no patient injury.